Manufacturer narrative:
(B)(4). Baxter evaluated the device and found the fluid numbers were below specification. Low readings on the ultrasonic sensor would make the pump more sensitive to air in line alarms. The upstream sensor was replaced.

Event description:
During review of the event history log it was determined that a repeating pattern of air-in-line alarms suggests that the device was falsely alarming for air-in-line. The occurrences suggest a device malfunction. Any pt involvement, injury or medical intervention is unk.